Event description:
It was reported that during a follow up, increased pacing lead impedance and increasing threshold were observed. Suspected externalized conductors were also noted via x-ray. The lead will be explanted. No further information is available.

Event description:
New information notes that the lead was capped and replaced.